Manufacturer narrative:
H3: the device was returned in a large plastic sleeve (non-original packaging). It was observed that upon return, the device had a missing harness, it was cut off. There were traces of contamination observed on the cuff, and a clear sticky residue observed on the tube near the clamp shell and near the adapter. There were also traces of voids found in all 4 electrode trace pads. The device failed electrical/functional testing due to damaged condition upon return and the inability to connect to multimeter and nim system. Due to damaged condition upon return and the inability to perform electrical/functional testing, the complaint could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the device had did not show any effective signal during the detection in the operating room. There was no patient impact.